Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed since the original report was filed. The pump was returned for analysis. Upon visual inspection, no cracks were present on purge sidearm. Pump was plugged into aic and pump was purged. While purging through the sidearm filter, a leak was observed from the filter holes. Clinical details also observed a leak from the sidearm filter. The root cause of the purge leak is due to damaged sidearm filter.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that during impella cp support for the patient, a purge filter leakage was identified leading to pump explant. There was no reported patient harm.